Event description:
On 02-mar-2026 it was reported that on(B)(6) 2025 the user experienced euglycemic diabetic ketoacidosis (edka) requiring hospitalization. The user was admitted on (B)(6) 2025, treated with IV dextrose, exogenous insulin, and IV fluids, and discharged (B)(6) 2025. No long-term health effects were reported.

Manufacturer narrative:
The user experienced euglycemic diabetic ketoacidosis requiring hospitalization while on ilet therapy. Edka represents acute metabolic decompensation requiring inpatient medical management and is consistent with the reported hospitalization and treatment with IV dextrose, insulin, and fluids. Engineering log review confirmed that device data corresponding to the reported event date were available and showed no malfunction alerts; a factory reset was identified in the logs. No motor errors were observed, and the ilet was delivering requested insulin and responding appropriately to cgm glucose values. Device data did not demonstrate sustained hyperglycemia consistent with typical dka and is consistent with euglycemic dka, which may occur during pregnancy due to physiologic factors such as decreased oral intake and increased metabolic demand. The user reported inability to tolerate food or fluids, which likely contributed to the event. Use of the ilet during pregnancy is considered off-label. Based on available information, a device malfunction was not identified and the event remains cause not established. If additional information becomes available, a supplemental MDR will be submitted.